Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6); 02-010-01-0240 - logic femoral ps cem left sz 4. (B)(6); 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. (B)(6); 200-02-35 - three peg patella 35mm.

Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2015. They underwent left knee revision surgery on (B)(6) 2022, approximately 7 years post primary procedure. Revision op report intraoperative findings: extensive soft tissue damage / synovitis due to osteolysis / poly wear. Loose femoral implant - removed easily with moderate bone loss. There was extensive bone loss around the lateral femoral condyle - this appeared like a result of osteolysis. The poly had pitting, extensive discoloration appearing like oxidation, vertical cracks and severe wear in both the lateral compartment and the medial compartment. The tibial component was removed easily due to minimal bone ingrowth. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Recall number: z-0021-2022. 1038671-2024-04728, 1038671-2024-04727 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04728, 1038671-2024-04727. D10: concomitants: (B)(6) 02-010-01-0240 - logic femoral ps cem left sz 4. (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. (B)(6) 200-02-35 - three peg patella 35mm. The following sections were updated: g1, h6. The following sections were corrected: b1, b2, g1, h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.